Manufacturer narrative:
Concomitant medical products: lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, and cardiac resynchronization therapy defibrillator (crt-d) noise was observed on the electrogram. Troubleshooting was performed with isometric movements and pocket manipulations. It was suspected that a connection issue was the cause of the noise. The patient will be monitored. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.